Event description:
The pt experienced a loss of therapeutic effect since swimming when someone landed on his head. He saw his doctor yesterday for an adjustment. Additional info has been requested.

Manufacturer narrative:
(B) (4).